Event description:
It was reported the patient underwent a primary total arthroplasty of the left hip. The patient was presented with pain, instability, and difficulty walking. The prosthesis was loose and revised.

Manufacturer narrative:
(B)(4). D1:femoral stem - revision taper - nitrided cementless 18 mm diameter 185 mm stem length. D10: unknown zmr body unknown. G2: foreign: brazil. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6. Proposed component code: mechanical (g04)- stem. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event for the stem. Review of complaint history found no additional related issues for this item and the reported part and lot combination for the stem. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.